Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique and/or strip issue.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-115mg/dl fasting. Verified the strips expire 10/22/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 510mg/dl and 399mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with all these results in the meter memory. Customer states that he runs this blood test on his meter and the results are still too high. Customer informed the meter give e-5 errors. Review the meters memory and the results that were taken today were 30 mins after customer took medication.